Manufacturer narrative:
(B)(4). Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2; occurrence: a complaint history check was performed and this is the 6th related complaint for leakage, the 5th related complaint for needle clog, and the 1st related complaint for does not attach as intended on lot # 8233916. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle, leakage, needle clog, does not attach as intended) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen needle 32x4 la 5b experienced 5 cases of leakage and 5 cases of an inability to deliver insulin/medication. The following information was provided by the initial reporter: complaint 2 of 3 needles are in trouble. It is the sixth needle that does not work. We have contacted the patient's mother and inform her that she must attach the needle until it is firm to perform the application, it is not necessary to turn the needle until you hear a "click". We offered a new service to perform an online procedure, we informed that it would be easier to see how to attach the needle, the patient's mother was resistant and said "I don't need this again, I know how to apply it, the problem is the needles and I need more needles ". Therefore, we informed that we could perform another test with a needle from the claimed lot, the patient's mother informed that she did the test and that "the medication came out", we tried to explain that the needles are working as expected and the reporter insisted that no, "they are in trouble", she also informed that she was busy, so we asked if we could get in touch another time to continue the service, she said "if you are going to call me to teach how to do the application, you don't need to call, I already know, we have used the medicine for a long time, I just want the needles ", we tried again to explain that the needles are working, it would only be the way of coupling that was wrong, but the connection dropped, we contacted the patient and she said that "when I put the needle, there is no medicine in me, yesterday I used 8 needles (I punctured myself 8 times) and only the 9th worked", we questioned how the patient knows that the medicine "get in", she informed "because I can smell the medicine, I can tell, it smells very strong, it reminds me of the remover, but I have always smelled that smell, since the first application, of the first pen". The patient reported that "I think I'm in the tenth pen". He informed that "it is only with this pen that the needle happened to be in trouble, I think it is this lot of needle, usually the needle clicks at the end when it fits and these are not doing, so they are not locking, I know the problem is with the needle because I opened another pen I tested with this lot and it didn't work too, I opened a new needle lot to test with this new pen and it worked ". He informed that "it is only with this pen that the needle happened to be in trouble, I think it is this lot of needle, usually the needle clicks at the end when it fits and these are not doing, so they are not locking (...) I know the problem is with the needle because I opened another pen I tested with this lot and it didn't work too, I opened a new needle lot to test with this new pen and it worked ".